Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer performed self-troubleshooting and confirmed that insulin exited the tubing. Reportedly, the customer reconnected to the site and no occlusion alarm occurred. Blood glucose was 110 mg/dl.